Event description:
The distributor notified artegraft, inc. On behalf of the doctor that a patient with an artegraft (collagen vascular graft) implanted developed a seroma. On (B)(6) 2015, a tunneller was used to place a loop graft (artegraft) in a male patient's forearm. The doctor stated that he stretched the graft a little more than usual because he needed extra length. The patient reported that the graft began draining fluid at the incision line a week after the procedure. On (B)(6) 2015, the doctor placed a transparent dressing on the area to identify how much fluid was leaking. The same day, the section of the leaking graft was explanted and bypassed with another artegraft. The patient is reported as stable and was sent home the same day with antibiotics. The explanted graft was sent to be analyzed by the hospital pathology. Artegraft requested a copy of the report after it is completed. The doctor stated that he believes the issue may have been related to the tunneler or from pulling on the graft a little more than usual. Additional information regarding the product lot, patient age and weight was requested but not received.

Manufacturer narrative:
MDR for artegraft complaint number (B)(4) was submitted on (B)(6) 2015. (B)(4). Method: the actual graft was not evaluated by artegraft. Photographs of a fluid in transparent dressing and of the explanted graft section were reviewed. Batch record review was not performed as the lot information was not provided. Results: results are not available as the device was not returned for evaluation. Photographic review of the explanted graft was not able to identify any issues. No related ncmr/CAPA were identified. Conclusions: the device was not returned for evaluation. Photo review of the explant was not able to confirm the complaint. The complaint issue will be monitored within artegraft, inc. Quality systems, quality assurance testing.